Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm tested the iabp and observed the battery was fully depleted and displaying a low battery warning. The iabp was tested in battery mode and "low battery" alarm displayed and the battery icon showed depleted on the screen. The stm plugged the iabp in to an ac source, charged the batteries to specifications and could not duplicate the issue. The stm advised the biomed to charge the batteries overnight. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) was discharging without an indicator on the screen. No patient harm, serious injury or adverse event was reported.